Manufacturer narrative:
Product ID 3889-33, lot# v122473, implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that when the lead was tested during the surgery in (B)(6) 2018, the patient had bellows response for leads 0-2, but a minimal response at lead 3. After battery replacement, some impedances were noted, but given that the device was functioning very well for them prior to the battery dying, they did not proceed with a lead revision at that time. Then in (B)(6) 2018, the ins that was placed in (B)(6) was found to have dried blood inside the generator, where the electrode goes. The old lead was tested again and found to not have sacral nerve responses. The old lead was very scarred but removed in its entirety. The new lead was placed in the correct location and they had good responses. When the ins was re-connected, they were not satisfied with its level of function upon interrogation, so it was replaced with a new ins. The new ins was interrogated and programmed per manufacturer recommendations and was found to be in working order with normal impedances. The patient was set at 2.4 ma on program 3. It was noted that the patient required hospitalization due to this event. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v122473, implanted: (B)(6) 2008, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was being implanted with a neurostimulator for urinary incontinence. They reported that greater than 4,000 ohm impedances were found intra-operatively. The physician removed the lead and re-inserted it multiple times, but it wasn¿t resolved. However, they were getting good responses on the lead. The implanted neurostimulator (ins) pocket was closed without resolution, due to them thinking that it was a defective lead. It was noted that a tug test was not done to see if the lead was loose inside the head connector block. Post-operatively, they were not getting sensation. The rep was going to work with the patient for sensation. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-33, lot# v122473, implanted: (B)(6)2008 explanted: product type lead. The main component of the system. Other relevant device(s) are: product ID: 3889-33, (B)(4), ubd: (B)(6)2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the impedance issue was never resolved, and there was no resolution as of (B)(6)2018. They are ¿waiting to see if the patient has satisfactory response to therapy for initiating any further action.¿ additional information was received from a manufacturer¿s representative on (B)(6)2018 indicating that the patient was scheduled for a lead revision on (B)(6)2018. No further complications were reported.

Manufacturer narrative:
Corrected to only intervention required, no hospitalization. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the cause of the high impedance, lack of response, and dried blood in the header was not determined. The cause of the dissatisfaction with the level of function was also unknown. The replacement lead had good placement, responses. It was noted that there was no hospitalization associated with this event. No further patient complications are anticipated or expected as a result of this event.